Event description:
The pt's radial arterial catheter was found to be leaking where the catheter connects to the hub. The pt's catheter had been placed at 11:00 am & the leak was noted at 8:00 pm. The pt's wrist had been immobilized with an arm board since placement. The catheter was discontinued & was not replaced. This is the 4th known incident to have occurred since 11/23/94. See medwatch report #34-0061-1994-0014 & 34-0061-1995-0001.